Event description:
The facility reports, the caregiver was completing a bath. The tub was empty. The door was open, and the caregiver was moving the pt, when the door started to come down. The caregiver stood in the way of the door in order to protect the pt. The door came down and hit the caregiver on top of the head. The caregiver sustained a bump on her head, which was treated with tylenol.